Event description:
Customer reported IV tubing was broken/split above blue circular connector which caused leakage of medication that was to be given (precedex). None of the medication infused into the pt. The pt was not harmed in any way. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leaking was confirmed. A tear in the silicone segment was identified below the blue upper fitment. The cause of the leaking was due to the tear in the silicone tubing. The cause of the tear could not be identified. Based on the smartsite laser number, upper fitment and silicone tubing part numbers, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.